Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 photos and 55 physical samples submitted for evaluation. The reported issue of connection issues was confirmed upon inspection of the samples. Analysis of the sample showed that a white piece was detached from the part of the fitting component. Bd determined that the cause of the failure was an excess of solvent from the assembly process. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
Problems with the connection. The operating theatre is reporting a malfunction with the connecta 3v 100cm tap. Problem with the connection, the plastic has fused so it screws into the vacuum and when you force a piece of plastic comes off and into the circulation. When did the incident occur? During use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.